Event description:
It was reported that the user was cut on a raised toilet seat fastener. The user left the cut untreated and it got infected and was hospitalized to treat the wound. No additional information is available.